Event description:
In 2004, this pt was implanted with an aneurrx device (specific device unk) to treat an abdominal aortic aneurysm. In 2006, a second procedure occurred to treat a proximal type I endoleak and aneurysm growth. Two gore aortic extender components were implanted. It was noted that there was difficulty obtaining good seal proximally just below the renal arteries, and gel foam was used. The final angiogram showed good results. Annual follow-up images showed continued aneurysm growth and persistent proximal type I endoleak. In 2008, the pt was converted to open repair whereby, a datascope bifurcated graft was placed. The explanted devices were discarded at the facility. The pt tolerated the procedure. The pt is reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.